Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. This device has not been received by this manufacturer. Therefore, a failure analysis is not available at the time of this filing. A lot history search was performed; no other complaints have been reported from this lot/batch. In addition, the complaint trend report for all sensor dual-flex family failure modes were reviewed; no adverse trend was noted. No data points exceed the bsc action limit.

Event description:
It was reported to bsc that a male patient (age unk) underwent a therapeutic procedure for placement of a ureteral stent in 2007. During the procedure, the physician noted that "coating of the wire ...frayed off and started coming out". No intervention was required to retrieve the sensor dual-flex guidewire coating fragments. The physician confirmed that none of the fragments had been retained within the patient as "they had all flushed out... And were passed without issue". The procedure was successfully completed with this device. The patient did not sustain any complication or adverse effect as a result of this issue. The patient condition is reported as 'ok'.